Event description:
The tip of a universal stem trial broke off in the patient's femur, and the surgeon was unable to retrieve it. This also caused a surgical delay of 45-60 minutes.

Manufacturer narrative:
The instrument associated with this reported event was not returned. A search of the complaint database found additional reports of breakage. Product development engineering stated the concern of stem rod trial tip disassociation is currently being investigated and requires further investigation to identify root cause and corrective actions. (B)(4) was initiated to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.